Event description:
It was reported that the customer was hospitalized in the intensive care unit with a blood glucose level of 568 mg/dl, cause was unknown. The customer bolused via pump but was eventually treated with intravenous fluids including insulin, antibiotics, and other unspecified fluids, resolving the issue successfully. Reportedly the customer passed out, which resulted in bruising, but no permanent damage. The customer was discharged on (B)(6) 2025.